Event description:
It was reported that the ventricular assist device (vad) had "zero" flow with low flow alarms, pulsatility over twelve and below normal power. The patient was noted to be clinically stable with "ok" lab values and their blood pressure was 120/80. Their aortic valve was opening and nothing unusual was shown on echocardiogram. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420/ catalog #: 1420/ expiration date: 31-aug-2018 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 31-aug-2017, device labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information: a. Patient information b1. Adv evnt/prod prob b2. Outcome attributed to adverse event b5.desc evt problem b7.relevant history d6a. 6a. Implanted date e. Initial reporter additional codes additional products: d4: serial or lot#: (B)(6), h6: imf code(s): f08 h6: h6: img code(s): g06001 additional products: additional information d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: unk / serial or lot#: unk UDI #: asku d9: no h4: mfg date: unk h5: no h6: patient ime code(s): e2328 h6: imf code(s): f08, f1203, f2203, f1905 h6: img code(s): g04019 h6: FDA device code(s): a1409 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted to hospital with multiple, repeating low flow alarms and the vad had no or zero flow. The patient's echocardiogram results, lab values and anticoagulation were in the normal range and their inr was 2.5. Computerized tomography scan and contrast of the outflow graft showed complete occlusion with an unknown material which was suspected to be a thrombus which occluded approximately three (3) cm of the graft length. It was decided not to perform thrombolysis or stent the graft due to patient risk and it was also noted that the patient¿s heart had recovered with no need for pump support. The vad was stopped, the outflow graft was closed with an occluder, the driveline was cut, and the vad remains in the patient¿s heart as their ejection fraction was over 35%. The controller was removed from service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) ((B)(6)), the associated outflow graft (unknown lot number), and the controller ((B)(6)) were not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed an intermittent decrease in power consumption and estimated flows starting on (B)(6) 2022 and 18 low flow alarms logged on (B)(6) 2022. A second sudden decrease in power consumption and estimated flows to parameters below normal operating range and one (1) low flow alarm were recorded on (B)(6) 2022. Visual evidence provided by the site revealed evidence of thrombus within the outflow graft, thus confirming the reported outflow graft occlusion event. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or constriction at the outflow graft. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. D4: serial or lot#: (B)(6) h6: FDA method code(s): b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: unk h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.